Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed programming options with the health care professional (hcp) who would discuss with the physician. No adverse patient effects were reported. The device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).